Manufacturer narrative:
Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was further reported the peripherally inserted central catheter (PICC) line was flushing well and there were no kinks in the line. The reporter stated that approximately 10% of the solution remained in the device. The device had been filled with flucloxacillin 8g plus citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.